Manufacturer narrative:
One bolus cord was received on (B)(4) 2012 and evaluated. Testing and investigation found the test pump intermittently did not deliver a bolus dose when the bolus button on the bolus cord was pressed. This was due to a broken wire internal to the bolus cord. The probable cause of the broken internal wire was excessive strain on the bolus cord. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, the device intermittently did not deliver when the bolus button was pressed.